Event description:
It was reported that the patient received inappropriate high voltage therapy and presented to the emergency room. It was noted that the right ventricular lead exhibited noise. The physician turned off the therapies. Patient had control x-ray and radioscopy of the lead on (B)(6) 2017. During radioscopy it was confirmed that the lead was externalized. The patient was hospitalized. The lead was capped and replaced. Patient was stable before, during, and after the procedure.